Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use in a diagnostic procedure, the image did not appear on the video system. The inspection was stopped, and troubleshooting was conducted; however, the cause was unknown. The intended procedure could not be completed, and subsequent inspections were aborted. While the procedure was cancelled, there is no evidence of any emergent conditions that arose that would pose the patient at risk for adverse events or any pre-existing medical conditions that would adversely impact the patient. There is no evidence of any missed critical diagnosis or treatment due to the cancelled procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no malfunction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.